Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump shut down 2 to 3 times, display went black and came up with stuck at blue colored screen. Customer also stated that the insulin pump received software error detected alert. Customer was able to clear the alarm and able to complete rewind the insulin pump. Customer stated that the fill cannula was recorded in daily history. Customer performed self test and it was passed. Customer stated that they tried replacing battery and error message of rewind tubing but still screen was stuck on blue color. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.